Event description:
Rptr alleged obtaining a discrepant blood glucose value of 14 mg/dl back to back with a result of 154 mg/dl when testing was performed within 10 mins on the aviva system. Rptr stated that hours later, he obtained an additional comparison of 19 mg/dl back to back with a result of 173 mg/dl within 10 mins on the same system. Rptr also alleged that on a different day, he obtained a result of 19 mg/dl back to back within 10 mins of a result of 166 mg/dl on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.